Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Programming changes were discussed. Patient was asymptomatic.